Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have performed the extended self-test and all test passed. The ventilator was returned to service.

Event description:
It was reported that the ventilator rendered a safety valve open (svo) before connecting the ventilator to the patient. There was no patient harm as a result of the event.